Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Customer stated that the test is not reliable. She used it and she had the fly and tested negative. The disposal is easy and all but needs improvement.